Event description:
It was reported that the patient presented for in-clinic follow up with the right atrial lead dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After the lead was cleaned, torque was applied directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fracture or internal shorts.